Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality. A review of the finished device lot history records did not reveal any non-conforming material records for this lot that could have contributed to this report and all lot release testing met specifications.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that post procedure the patient experienced elevated enzymes. There was no action or treatment taken. The event was adjudicated as a non q wave myocardical infarction (nqmi) related to the target vessel (tv).